Manufacturer narrative:
Manufacturing process improvements implemented (B)(6) 2015. Parameters used for the assembly of the product have been evaluated and additional validations have been conducted. No reported incidents of this nature have been received for product manufactured after process improvements were implemented. Oversight by rymed to not report within 30 days. The complaint was not issued and did not follow the standard process from (B)(4), therefore, it was not properly reported. Mistake identified by rymed and reported as soon as the mistake was identified. Items are in place to prevent this type of oversight from happening in the future.

Event description:
Medwatch report (mw5062434) was received from the FDA on 6/16/2016. The report states, "needleless connector on a central line was found to be broken into pieces. There was a sharp green portion that had detached from the clear cap. The maintenance IV fluids and vasopressor was infusing into the pillow. The patient's port to the central venous line was open to the air.". No reported harm to the patient. Isolated incident.